Event description:
It was reported that: the insert and head were implanted in 2009, in a primary total hip that used a 52 mm gap cup. The patient subsequently had multiple dislocations. Two months later, the above two implants were removed and replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as it is not available; therefore, not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.